Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel and the limb ischemia ¿ reversible has been completed. The device was not returned for benchtop investigation. Based on clinical description, the root cause of limb ischemia and the of vascular damage was most likely due to patient condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Following implant, slow distal flow was noted in the impella leg. An external bypass was performed to provide blood flow to the sfa and distal leg. Upon eventual explant of the pump, it was documented that the two pre-closes failed and a balloon tamponade was utilized. A contrast injection of the left femoral artery (lfa) was taken, and a perforation was noted. The surgeon was subsequently called for a thrombectomy of the sfa and closure. Surgical wound closure was successful.